Manufacturer narrative:
Of the one allegations of a malfunction, pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, one was a female.